Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Fifty six (56) days post procedure, the patient reported for a 45-day transesophageal echocardiography (tee) imaging appointment, but the closure device could not be seen. The patient had a computed tomography performed two days later, which showed the closure device had embolized into the aortic arch. The patient was asymptomatic. The closure device was percutaneously snared seven days after the tee imaging appointment in the electrophysiology lab. The patient was stable and discharged home the following day.